Event description:
It was reported that a pt in ICU was being ventilated using the device, after approximately 8 hours of use they experienced an increase in resistance. No further info was available. No sequelae were reported.